Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that connector pin and connector cap were pulled out of the connector assembly along the inner coil which is consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-36002. Related manufacturer reference number: 2017865-2021-36003. It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of leads, it was noted that the right ventricular (rv) lead had high capture threshold. Physician decided to explant the lead. While performing the explant procedure, right atrial (ra) lead was explanted as it was not needed anymore. Left ventricular (lv) was explanted along with other leads as it was adhered to rv lead. Physician placed a new rv lead and lv lead on (B)(6) 2021. After implanting the leads, physician felt that the newly implanted rv lead might have had abrasions due to extraction tools. The new rv lead was explanted and replaced with another lead in the same procedure. The patient was stable before, during and after the procedure.